Event description:
It was reported that the patient presented to the physician office a month later after implant. The patient had a very low sensing threshold and a very high pacing threshold. The physician tried to reposition lead but was unable. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during explant procedure.